Event description:
Had spinalcord stimulator implanted for pain it didn't take the pain away it caused more pain than I was in before the implant. It would cause severe burning sensation around the device and down my spine; my side feels like it has hardened. I had a very hard time sitting back in a chair lying on my back and left side. The stimulator only worked for about 6 months then it made me miserable for the remainder of the time until I had it removed.